Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description provided for reporting. B5: concomitant product (unk - nails: multiloc humeral) was voided as this is already captured as impacted product. D4: implant date provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
7/9/2019: updated event description: it was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) procedure using a multiloc humeral nail system for a patient with a proximal humeral fracture, the end cap could not be inserted into the unknown nail. The surgeon tried to insert the end cap into the unknown nail, however, the end cap could not be caught in the unknown nail properly. The end cap was removed and another end cap was inserted smoothly into the unknown nail without problems. When the surgeon checked the removed end cap, the surgeon found out that one (1) metallic material adhered to the end cap and the two (2) threads of the end cap was damaged. The procedure was completed successfully with a surgical delay of thirty (30) minutes. There was no adverse consequence to the patient reported. Patient and procedure outcome were unknown. This complaint involves two (2) devices.

Manufacturer narrative:
510k: this report is for an unknown nails: multiloc humeral /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) procedure using a multiloc humeral nail system for a patient with a proximal humeral fracture, the end cap could not be inserted into the unknown nail. The surgeon tried to insert the end cap into the unknown nail, however, the end cap could not be caught in the unknown nail properly. The end cap was removed and another end cap was inserted smoothly into the unknown nail without problems. When the surgeon checked the removed end cap, the surgeon found out that one (1) metallic material adhered to the end cap and the two (2) threads of the end cap was damaged. The procedure was completed successfully with a surgical delay of thirty (30) minutes. There was no adverse consequence to the patient reported. Patient and procedure outcome were unknown. Concomitant device reported: unknown nail ( part # unknown, lot # unknown, quantity 1) this report is for one (1) nails: multiloc humeral. This is report 2 of 2 for (B)(4).